Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported patients left hip constrained liner became disassociated from the cup. This is the patients third revision on this hip. Constrained liner and 22+3 were re-implanted.